Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was cracked. The device was not used on a pt as the crack was observed during visual inspection prior to use; therefore, there were no pt effects. A replacement device was used to complete the procedure.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The loading device was not returned. The tension spring assembly, the anchor tab, and the seal were inside of the delivery tube. The seal was cracked along the fourth and fifth rows from the center. The green slide lock was unlocked. The white plunger was not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number (B)(4).